Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicating that the origin of infection was from a tooth extraction problem that resulted to an abscess. Moreover, vegetation was observed on the right atrial (ra) lead and cultures taken were positive for staphylococcus aureus. The product was explanted. No additional adverse patient effects were reported.